Manufacturer narrative:
This product is registered as a combination product. No complaint was received with return of the device. Failure event observed during analysis. Final analysis found only the connector portion of the lead was returned in one piece measuring 9.7 cm. A full breach degradation breaching outer insulation was noted at 4.6 cm from the connector pin. Electrical tests did not find discontinuities.

Event description:
This report is to advise of an event observed during analysis.